Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a device check, multiple episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were observed. Programming changes were performed. The patient was stable.